Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left internal carotid. A .014 rx acculink self-expanding stent (ses) was advanced over a .014 guidewire into the anatomy and was attempted to be deployed; however, the ses was noted to only partially deploy. The ses was removed and a non-abbott device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted device damages (twisted sheath material, bent shaft) thus prevented the shaft lumens from moving freely resulting in the reported activation failure. Manipulation of the compromised device resulted in the noted handle partially opened and ultimately resulted in the reported material separation/noted shaft separation contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: b5 - describe event or problem: updated.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left internal carotid. A .014 rx acculink self-expanding stent (ses) was advanced over a .014 guidewire into the anatomy and was attempted to be deployed; however, the ses was noted to only partially deploy. The ses was removed and a non-abbott device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, device return analysis revealed that the shaft was noted to be separated. This was confirmed by the account and was simply removed from the patient with no adverse patient sequela. No additional information was provided.